Event description:
Implant malfunctioned due to part not retained on mating part.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant malfunctioned due to part not retained on mating part the initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.